Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tha surgery for oa with the stem in question. The surgery was completed successfully without any surgical delay. After the surgery, at the medical examination in may, the patient said that the affected area felt strange, but there was no abnormality on the images. The patient was revised on (B)(6) 2021. No further information available.